Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-05560. It was reported the patient developed scabs near the lead path(unrelated to the scs system). As a result, surgical intervention was undertaken on (B)(6) 2016 to address the issue. During the procedure, the physician noted the leads had eroded through the skin surface and at that time opted to explant the entire system. The patient will be placed on antibiotics as a precautionary measure..

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05560. Follow-up identified the issue is resolved.